Event description:
It was reported that the battery on the unit was found to be leaking before use. It was further reported that the unit was replaced with another unit that operated as specified. There were no reports of any harm to the pt and there was no delay in the operation.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.